Manufacturer narrative:
It is unknown if there was patient involvement; no patient information was reported. Supplier lot number reported as 2207646. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the flexible shaft connector for use with jacobs chuck was found not latching correctly. It is unknown if there was a patient or a procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 351.16j, lot 2207646: manufacturing site: bettlach. Release to warehouse date: july 19, 2006. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A service evaluation was completed: the customer reported the instrument was not latching correctly. The repair technician reported the etch was unreadable, and the instrument operating was not smooth. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the device shows minor surface wear related to use, which does not impact functionality. The wear is in the area of the etch making it difficult to read; however, the part and lot number can be confirmed. A functional test was performed. The device was found to be jammed. The collar could not be pulled back, which would impact the ability to connect/disconnect with another device. The device was disassembled and was found to be missing one of the washers, causing one of the rods to be interlocked with the spring. The complaint condition was able to be replicated and agrees with the reported condition. The complaint is confirmed. The relevant drawings were reviewed during investigation. No definitive root cause was able to be determined; however, it is likely that the washer was misplaced during disassembly for cleaning. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.